Event description:
Information was received from a patient regarding an external device. The caller had a damaged desktop charger cord . Patient reported that the desktop charger wires were exposed and coming out. Pt said that the recharger was saying that there was no connection and there was just a plug with an empty recharger battery. Agent understood that the pt was seeing the charge recharger battery screen. Pt mentioned that also two days ago the recharger showed a por message a couple times. The por message was not appearing during the call. Pt provided the recharger serial number. When asked for the event date, pt said that they could only recharge the recharger to 3/4 full. Pt then said that it was about a week ago. A replacement desktop charger (dtc)  was sent out. No symptoms were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.